Event description:
Boston scientific received info that this right ventricular lead exhibited high out of range pacing impedance measurements of 2,800 ohms during implant when connected to a pacing system analyzer. During a post operative check one day post implant, pacing impedance measurements remained out of range. An invasive procedure was performed. The lead was successfully repositioned and pacing impedance measurements were noted to be 60 ohms. No adverse patient effects were reported. Available info suggests that this lead remains implanted and in service. As no further info concerning this report is expected, our investigation is complete. This investigation will be upgraded should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All product steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.